Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged tubes with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to damaged tubes was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 2 glass tubes were broken and staff member was cut during use with a bd vacutainer® acd-a 1.5 ml blood collection tubes. The following information was provided by the initial reporter: we had a tray of acd that was broken and unfortunately resulted in a staff member being cut. The tub was disposed of immediately as it was covered in blood and quite jagged.